Event description:
Abcess in persacral space. During surgery, protective channel became disengated from sacrum and cutter was unprotected in the pre-sacral space. It is most porbable that the infection was caused by a laceration of the bowel caused by the unprotected cutter. Since the infection had ben unresponsive to prior treatment, the hospital's infection specialist recommended removal of the implant. The disc space and presacral tract were flushed with a large volume of ringer's solution. The hospital is making additional efforts to resolve the infection. The specifics of these efforts are not know to trans1.